Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer had emergency medical service last night. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 450 mg/dl. Customer reported that the insulin pump was suspend on low. The difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70 mg/dl. The sensor and insulin pump will not be returned for analysis.